Event description:
The faculity's biomed reported the pump did not infuse as intended. The pump was programmed to infuse gentamycin at a rate of 100ml/hr. The pumps display was counting down but no medication was infusing from the bag. The tubing product code and lot number are not known and the exact incident date was not provided. No medical intervention was needed and no patient injury resulted.